Manufacturer narrative:
The reported event involves repeated balloon rupture during use of the navina rectal catheter regular under conditions of normal use as described by the patient. A review of production and quality records for the affected lot confirmed that all manufacturing and release criteria were met. No deviations or nonconformities were identified. Review of complaint data determined that no similar events have been reported for this lot. Returned device samples were evaluated, and no material or manufacturing defects were identified that could account for the reported failures. The patient reported temporary discontinuation of prescribed pregabalin medication coinciding with the onset of the events, with subsequent reduction in frequency after resumption of treatment. While this represents a potential contributing factor, a direct causal relationship cannot be established. Based on the available information, no root cause has been confirmed. The event will continue to be monitored through post-market surveillance and complaint trending activities.

Event description:
A patient using the navina classic transanal irrigation system with navina regular rectal balloon catheters reported repeated balloon ruptures during use. The patient indicated that during a single day of use, approximately six catheters experienced balloon rupture while in situ. Over the subsequent six days, the patient required the use of approximately two catheters per day due to similar failures. The reported balloon ruptures occurred either immediately during balloon inflation or within 1-2 minutes following inflation during the irrigation phase. The patient stated that the device was used according to the instructions for use, with no perceived resistance during insertion and confirmation that the balloon was fully positioned within the rectum prior to inflation. The patient reported performing approximately 5-6 pump strokes for balloon inflation, followed by irrigation for approximately 7-8 minutes. The patient reported associated symptoms including mild rectal bleeding (described as a few drops observed in the toilet) occurring immediately following at least one balloon rupture, as well as rectal discomfort and pain persisting over a period of approximately 4-5 days. The patient denied any known history of hemorrhoids, fissures, or diagnosed rectal inflammation. No changes in device storage conditions were reported; products were stored at room temperature (70-71°f) with no exposure to extreme environmental conditions. All affected devices were from the same lot ; however, the patient reported that some catheters from the same order functioned as expected. The patient subsequently reported that, coinciding with the onset of the events, a prescribed medication (pregabalin) had been unintentionally discontinued. After resuming the medication, the patient noted a decrease in the frequency of balloon ruptures.